Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing the manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2018-00637. It was reported the patient was no longer receiving stimulation. An x-ray was taken and confirmed lead migration. Surgical intervention may be pending to address this issue.

Event description:
Device #1 of 4 : reference MFR. Report: 1627487-2018-00637,3008829311-2018-00201 and 3008829311-2018-00202. Device information was obtained. Please see the following reports: reference MFR. Reports: 3008829311-2018-00201 and 3008829311-2018-00202 for follow up information. The patient is implanted with a drg system and not a scs system.